Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead exhibited loss of capture and failure to sense. Programming changes were performed, and the lead was subsequently explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
01 jun 2025 is an estimated event date. 01 jun 2025 is an estimated therapy date for concomitant medical products.